Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The manufacturer's representative reported that the patient's interstim device was removed due to infection. Further information is being requested from the hcp.

Manufacturer narrative:
The hcp confirmed that there was an infection with device (B)(4) and that the patient had a new device implanted contralocated to the previous infection site.